Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The healthcare provider reported the pump was "coiled" and that a roller study had been done and the pump was not working. No patient symptoms, interventions or outcome reported. Further follow-up was being reported to obtain information. If additional information is received a follow-up report will be sent. The pump was used to deliver hydromorphone and bupivacaine.